Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst while in situ. There were no missing pieces of the balloon in the patient. It was stated that the patient was restless, but the catheter was fixed, so the catheter could not be pulled out by the patient. The same event happened twice with two different catheters to the same patient.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found the catheter's breakage at the shaft with the presence of typical jagged tear. The exact cause of how and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "[warning] method for use do not inflate the balloon in the urethra (the urethra may be injured). Do not pull the catheter hard (the bladder/urethra may be injured). Applicable patients with delirium who might pull out the catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged)". (B)(4).

Event description:
It was reported that the catheter burst while in situ. There were no missing pieces of the balloon in the patient. It was stated that the patient was restless, but the catheter was fixed, so the catheter could not be pulled out by the patient. The same event happened twice with two different catheters to the same patient.